Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was damaged. The customer's blood glucose level was unknown. The customer also reported that the reservoir compartment was cracked. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received with detached end cap sticker and broken reservoir tube lip noted. Unable to perform displacement test or basic occlusion test.